Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated.

Event description:
The investigation determined the event was due to a handling issue causing foam on the reagent surface.

Manufacturer narrative:
The reagent lot number is 81606001. The expiration date was not provided. The field service representative performed checks and tests on the instrument with acceptable results. He noted that the issue was consistent with bubbles or membranes forming in the reagent. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 IV results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 7.77 ng/dl, and the repeated result was 1.36 ng/dl.